Event description:
It is reported that patient had multiple asystole episodes. It was not possible to determine whether the patient was symptomatic due to the patient having some dementia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.